Event description:
It was reported the device heated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported the device heated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The user facility was not able to provide any further information regarding the reported event.